Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the right heart sensor implant surgery the patient experienced heart block. The patient was administered atropine and placed on temporary pacemaker. Reportedly, the patient was stabilized and the sensor was successfully implanted. The patient was observed overnight and was discharged the following morning.